Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dry mouth, dizziness and fatigue. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Tiny unknown black (inconsistent with degraded sound abatement foam), brown and white specks of contamination on the bottom the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and not able to confirm the complaint or address the symptoms specified.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing dry mouth, dizziness and fatigue. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.